Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was 180 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer stated changing the reservoir resolved the alarm. Customer stated their infusion set was not bent upon removal from their body. The reservoir will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.